Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing, quality checks, tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 9th december 2010. Unable to confirm the reported fault. The device was returned with a reported fault of failing to upgrade. Information from the history log showed the software was successfully upgraded from v3.1.0 to v3.2.0 between the (B)(6) 2013 and the (B)(6) 2013 and passed multiple self-tests after the upgrade. During the investigation the device firmware was successfully upgraded from 3.1.0 to 3.2.0 using the heartsine samaritan pad 300p upgrader, with an upgrade certificate being produced. The device was able to deliver shock therapy without fault during testing at heartsine technologies. The reported fault may have been attributed to an issue with the users pc or usb cable or what software they used to perform the upgrade such as the heartsine samaritan pad universal upgrader, which could have contributed to a failure of this nature. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device failed to upgrade no patient involvement.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device failed to upgrade. No patient involvement.

Manufacturer narrative:
Correction to inital awareness date should be 07/22/2013.

Event description:
Device failed to upgrade. No patient involvement.